Event description:
41 year old white male, admitted for treatment of colon cancer. In november of 1992 the lifeport catheter was implanted in the patient's left subclavian. In april of 1993 nonionic contrast was injected into the patient's catheter and demonstrated a small break in the catheter with some extravasation of the contrast. The patient was admitted as an outpatient on may 11, 1993 for removal of the lifeport under local anesthesia. There were no complications and lifeport was not replaced.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.